Event description:
It was reported that a pta balloon ruptured during a kissing balloon angioplasty at the aortoiliac artery bifurcation. The balloon catheter was then difficult to remove through the introducer sheath and during the attempt, the distal end of the balloon catheter segment could not be retrieved; therefore, a stent was implanted. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing cause for this event. The lot met all release criteria. The device was returned. The investigation is confirmed for a complete circumferential rupture, and balloon and catheter detachment. The catheter exhibited severe stretching, which indicated that excessive force had been applied to the catheter. The investigation is inconclusive for retraction issues, as no functional testing could be performed. Per the event description, the pta balloon ruptured during a kissing balloon angioplasty at the aortoiliac artery bifurcation. It is possible that an interaction between the two balloons contributed to the balloon rupture. Per the report, the bard balloon broke immediately on the calcified plaque and difficulty was experienced during the withdrawal attempt through the sheath; however, the physician continued to pull on the device against resistance until the balloon broke, contrary to the instructions for use. It is possible that the patient and/or procedural issues contributed to the event; however, the definitive root cause for the balloon rupture could not be determined based upon the available information.